Event description:
It was reported that a message displayed stating that wireless telemetry was no longer available on the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968-35 implantable pacing lead, (B)(6) 2009. (B)(4).